Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt rep reported that the stim was not functioning. Caller stated the stim never helped the patient for over 3 years. Caller also mentioned they quit using the device and were planning to remove the ins. Caller stated that they also had difficult time keeping the equipment charged. Caller said the patient needed an MRI so last saturday and sunday they went to the hospital, the MRI team and doctor were able to get the charger or the activator charged up to a 100% to turn it to MRI mode. Caller was asking why they need to change the device to put it to MRI mode when they didn't used it for over 3 years and was 'dead'. Agent redirected the caller to the patient's hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.